Manufacturer narrative:
Concomitant medical products: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type: extension; product ID 3387-40, lot# l66529, implanted: (B)(6) 1999, product type: lead.

Manufacturer narrative:
Concomitant medical products: product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. Product ID: 3387-40, lot# l66529, implanted: (B)(6) 1999, product type: lead. (B)(4).

Event description:
It was reported that there were high impedances, greater than 40,000 ohms, on all electrode combinations with 0. The patient¿s implantable neurostimulator (ins) was replaced due to normal battery depletion. The patient was alive with no injury at the time of the report. Three days later it was reported that the impedance testing occurred on the day of replacement. Refer to manufacturing report #3004209178-2014-07576 as the patient¿s impedance issues persisted post replacement.